Manufacturer narrative:
A DHR was performed, quality notification and maintenance analysis with no deviation was found for this batch. No sample / photo was sent by the customer for analysis, making it not being possible to determine the root cause. DHR review: the batch was manufacturing during 04/17/2017 until 04/20//2017. The inspections carried out on the semo01 assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. CAPA is not necessary at this time.

Event description:
It was reported during use of the bd plastipak ¿ syringe there was resistance of the plunger at the time of medication administration resulting in medication leakage. There was no report of injury or medical intervention.